Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h.6.

Event description:
Patient reported "capsular contracture baker grade iii", "foreign body sensation", "shape change", "suspected breast implant illness" and "hashimoto's thyroiditis". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4

Event description:
Patient reported "capsular contracture baker grade iii", "foreign body sensation", "shape change", "suspected breast implant illness" - not related to the device and "hashimoto's thyroiditis" - not related to the device. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii", "foreign body sensation", "shape change", "suspected breast implant illness" - not related to the device and "hashimoto's thyroiditis" - not related to the device. This record is for the right side. Device remains implanted.